Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and transmitter and reported led anomaly. Customer received cannot find sensor signal alert. Troubleshooting was performed and the issue was not resolved. Customer was advised that the transmitter may not be working and the device will be replaced. No harm requiring medical intervention was reported. The device will not be returned for analysis.